Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dvt. Concurrent conditions included uterine bleeding, endometrial hyperplasia, uterine fibroid, endometriosis, haemorrhagic cyst and bartholin's cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, fatigue and weight increased outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, fatigue, weight gain are added. Lab data updated. Concomitant & historical drugs, conddions are added. Product,,patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("severe and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent surgical removal of the device). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.